Event description:
It was reported that, during procedure, the fiber broke off instantaneously during use. No further information provided on procedure outcome. No person was affected and there were no reported patient complications.

Event description:
It was reported that, during procedure, the fiber broke off instantaneously during use. No further information provided on procedure outcome. No person was affected and there were no reported patient complications.

Manufacturer narrative:
This report is report is being submitted to correct the evaluation conclusion codes field (h6) in section h, device manufacturers only.